Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4). The initial MDR for this complaint record was originally submitted on 03/01/2016 via (B)(6). Due to e-submitting requirements, it was returned for resubmitting.

Event description:
As reported february 12, 2016, a (B)(6), male patient presented for a microwave procedure. During preparation for the procedure, when the applicator was removed from the sterile packaging, it was noted the tip of the applicator was bent. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one pmta accu2i long applicator. A visual examination of the returned applicator noted that the tip of the applicator was bent but still attached to the needle. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip being bent is confirmed. Although the complaint description is confirmed, a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).